Event description:
It was reported that the patient had an aborted vt egm, ams egm, and a noise reversion egm. The patient did not recall any trauma to the chest. No changes in sensing, impedance, or capture were noted.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported sensing anomaly and noise were confirmed in the laboratory. The insulation was abraded on the is-1 connector at 7 cm from the connector pin. The damage found is consistent with friction to the ICD can.